Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm without low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Unexpected battery power loss not confirmed. Charge/battery lasts less than expected not confirmed. Device received with cracked belt clip rail case corner and battery tube threads. Device received with scratched case. Device received with pillowing keypad overlay. Device received with keypad overlay texture damage. Device received with serial number label damaged/faded. (B)(4).